Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name, u by kotex click, is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states when using tampon, it fell apart upon removal.